Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, physician was performing percutaneous transluminal angioplasty (pta) of right superficial femoral artery (sfa) using 5 mm x15 cm x135 cm powerflex balloon through a 5f 55cm non cordis sheath. Upon inserting the balloon the doctor felt some resistance but the balloon advanced to the target lesion. After inflating the balloon the surgeon was unable to remove the balloon through the sheath. They tried to remove all excess air, contrast and saline to minimize the profile and were still unsuccessful. They then had to remove the balloon and sheath together while maintaining non-cordis wire access in the femoral artery. Once the balloon and sheath were removed they inserted a new 5f sheath to complete the procedure successfully. There was no injury to the patient. The balloon and sheath were saved for evaluation. After the balloon was removed from the patient the surgeon continued to try and remove the balloon from the sheath on the back table, during this attempt at the end of the case the balloon shaft and balloon hub separated. This was a result of excessive force outside the patient on a back table after the conclusion of the procedure.

Event description:
As reported, physician was performing percutaneous transluminal angioplasty (pta) of right superficial femoral artery (sfa) using 5 mm x15 cm x135 cm powerflex balloon through a 5f 55cm non cordis sheath. Upon inserting the balloon the doctor felt some resistance but the balloon advanced to the target lesion. After inflating the balloon the surgeon was unable to remove the balloon through the sheath. They tried to remove all excess air, contrast and saline to minimize the profile and were still unsuccessful. They then had to remove the balloon and sheath together while maintaining non-cordis wire access in the femoral artery. Once the balloon and sheath were removed they inserted a new 5f sheath to complete the procedure successfully. There was no injury to the patient. The balloon and sheath were saved for evaluation. After the balloon was removed from the patient the surgeon continued to try and remove the balloon from the sheath on the back table, during this attempt at the end of the case the balloon shaft and balloon hub separated. This was a result of excessive force outside the patient on a back table after the conclusion of the procedure. There were no anomalies noted when the device was taken out of the package. The device was pulled from the packaging by the hub and no anomalies noted at this time. The device was prepped following IFU instructions. The product was properly flushed and inspected prior to use. The sheath was not kinked or bent during prep or during insertion. There were no anomalies noted during or after the device was prepped. The catheter was able to go through the sheath and into the patient's body. The tip of the catheter did not get stuck in the sheath. There was no difficulty encountered connecting the hub to the indeflator device. The device was not torqued or ¿steered¿ by the hub. The device was not advanced with the indeflator connected to the hub. There were no anomalies noted after the device was delivered to the lesion. There was no any injury to the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17615087 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, physician was performing percutaneous transluminal angioplasty (pta) of right superficial femoral artery (sfa) using 5x150mm 135cm powerflex pro balloon through a 5f 55cm non-cordis sheath. Upon inserting the balloon, the doctor felt some resistance but the balloon advanced to the target lesion. After inflating the balloon, the surgeon was unable to remove the balloon through the sheath. They tried to remove all excess air, contrast and saline to minimize the profile and were still unsuccessful. They then had to remove the balloon and sheath together while maintaining non-cordis wire access in the femoral artery. Once the balloon and sheath were removed they inserted a new 5f sheath to complete the procedure successfully. There was no injury to the patient. After the balloon was removed from the patient the surgeon continued to try and remove the balloon from the sheath on the back table, during this attempt at the end of the case the balloon shaft and balloon hub separated. This was a result of excessive force outside the patient on the back table after the conclusion of the procedure. There were no anomalies noted when the device was taken out of the package. The device was pulled from the packaging by the hub and no anomalies noted at this time. The device was prepped following IFU instructions. The product was properly flushed and inspected prior to use. The sheath was not kinked/bent during prep or during insertion. There were no anomalies noted during or after the device was prepped. The catheter was able to go through the sheath and into the patient's body. The tip of the catheter did not get stuck in the sheath. There was no difficulty encountered connecting the hub to the indeflator device. The device was not torqued or ¿steered¿ by the hub. The device was not advanced with the indeflator connected to the hub. There were no anomalies noted after the device was delivered to the lesion. One non-sterile powerflexpro 5mm15cm 135 was received coiled inside a plastic inserted through an unknown 5f sheath introducer. Per visual analysis, it was noticed that the balloon of the powerflex pro was previously inflated/deflated and the balloon was received partially deflated. Additionally, the powerflex body was found elongated at 126.2cm and at 143.1cm from the distal end, and the hub was received separated. The hub separation area was inspected under vision system, and it was noticed that the separated area presented evidence of elongations and frayed edges. The elongations and frayed edges observed suggests that the device was induced to stretching/pulling events that exceeded the material¿s yield strength prior to the separation. A functional test was performed with a 0.035 lab sample guidewire, which was inserted through the powerflex guidewire lumen. Resistance/friction was felt at the elongated area. The balloon of the received powerflex pro was fully deflated and was withdrawn from the received 5f sheath introducer with no anomalies or resistance found. Additionally, the powerflex pro was inserted and withdrawn through a 5f lab sample sheath introducer and no anomalies were found. A device history record (DHR) review of lot 17615087 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen - resistance/friction¿ was confirmed for the device received for analysis at the elongated areas. The reported ¿balloon withdrawal difficulty through guide/sheath¿ was not confirmed through analysis of the returned device since the balloon was able to be inserted and removed from the sheath. The device was received separated, however, the customer confirmed that the separation was due to excessive force used after balloon was removed from the patient. The exact cause of the resistance/friction and withdrawal difficulty could not be conclusively determined through analysis. Based on the information available for review, vessel characteristics (such as access site tortuosity) and procedural/handling factors (partially deflated balloon) may have contributed to the resistance/friction and withdrawal difficulty reported as evidenced by the elongations and separated sections. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.